Event description:
It was reported that one day post-implant, this right ventricular (rv) lead exhibited a failure to capture, even at high outputs of 7.5v. Lead dislodgement was suspected and the physician performed a lead revision. During the procedure, it was determined the lead had not dislodged but a micro perforation had occurred, resulting in the failure to capture. The helix was retracted and the lead was repositioned, but the parameters remains suboptimal. The lead was removed from the patient's body and tissue was observed in the helix. Once the tissue was removed, the physician attempted to re-implant the lead but then the helix would not extend properly. Therefore, the original lead was removed and a new lead of the same model was implanted to complete the procedure. No additional adverse patient effects were reported. The explanted lead was not available for return.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.